Event description:
As reported by the user facility: particulate matter visible in syringes.

Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the mfg process. No other organic material was identified in this preliminary analysis. The samples and all available information has been forwarded to the MFR for further evaluation. Additional lot numbers: 070601sfr and 070618sfr. Additional expiration date: 06/30/2009.